Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation revealed no issues with functionally of device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up of an arthroscopy, it seems like the sensors of the dyonics were not reading the pressure. Pressure remained high despite changing settings. There was no patient involvement.